Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for the evaluation. Upon visual evaluation, the reported condition is not confirmed. The root cause of the reported condition could not be determined. The process is running according to product specifications meeting all quality acceptance criteria. No corrective actions are deemed necessary at this time. However, we will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: with monojet aluminum hub needle attached, liquid leaks around luer lock area. Upon follow up on 7-jan-2019 the customer stated that this was the first use with this human use syringe and that the leaking occurred prior to euthanizing a horse.